Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, out of range pacing impedance was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolved the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. S-curve height measured to be within specification. Lead impedance measurements were unable to be performed due to the condition of the lead as received. The laboratory analysis did not identify any anomalies with the quartet lead that would have resulted in the reported high pacing impedance.